Event description:
It was reported the programmer had a questionable hard drive failure. The programmer was returned for repair. This programmer is for internal use only, so there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer boots to the "rising man" screen but goes no further. As a result, the hard drive was reimaged.